Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to connect to the patient line of a cassette for peritoneal dialysis therapy. The issue occurred during use. The patient was not connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical services representative assisted the home patient with ending therapy. The home patient planned to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.